Manufacturer narrative:
A groshong 4 fr single lumen nxt clearvue PICC catheter was returned for eval. The complaint of a break in the catheter is inconclusive. The complainant indicates the catheter was broken into two parts. The two piece connector was not returned for eval. The proximal end of the catheter was observed under magnification. No assembly deformation was observed at the proximal end of the tubing. The proximal end of the catheter shows a diagonal cut across the tubing. A cross sectional view of the proximal end reveals a smooth and dull veneer. No manufacturing defects were observed with the complaint sample. The product's IFU instructions for use give instructions and graphic illustrations on proper assembly of the groshong 4 fr catheter. According to the product IFU, "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector." At this time a conclusive determination of the method of damage cannot be determined due to the complaint sample is incomplete. A lot history review (lhr) of (B)(4) showed no other similar product complaint (s) from this lot number.

Event description:
It was reported that the pt was placed a PICC line on (B)(4) 2013. On (B)(6) morning, after the pt found blood on her arm, she asked the nurse for help immediately. The nurse found the catheter was broken into two parts, proximal part with the connector was dropped on the ground, distal part was slipped into the pt's body. Then they did regular x-ray to locate the catheter, and with the help of ir, they finally picked the catheter out of the pt's body. Additional information: the catheter was removed by ir the same day. Evaluation of sample revealed that there was no break but proximal end likely disconnected and embolized.